Manufacturer narrative:
(B)(4). Device evaluated by MFR.: an encore device, y-adapter, insertion tool and a torque device were returned for analysis. The gauge needle was at 0 atm when received. The device does not have visual defects. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Furthermore, no issues were noted during the device locking mechanism test. The gauge accuracy test is within specifications. The unit passes during side load test and pressure damping test. The unit was also primed with 5 ml of water before withdrawing the plunger to create a vacuum and there was no bubble leakage noted. The unit passed all functional tests without issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the gauge was not moving. An advantage balloon catheter inflation device was used. During the angioplasty of the lower limbs, when the doctor introduced a non-bsc balloon device into the glass and inflate it, it was noted that the advantage blower did not respond and remained at 0 atm despite turning the knob repeatedly. The procedure was completed with a different device and patient's condition was stable.